Event description:
(B) (6) reported to smiths medical (B) (4) that the tubing detached from the luer connector at the catheter. There was no patient injury or treatment associated with this event. The sample is unavailable for return.

Manufacturer narrative:
The subassembly in question is (B) (4) and is manufactured by smiths medical (B) (4). This assembly is incorporated into the finished product (B) (4) by smiths medical (B) (4). The finished product is further assembled, packaged and sterilized by smiths medical (B) (4). The reporter indicated that the sample was unavailable for return. Smiths was unable to confirm the issue or determine a possible cause without returned product evaluation. No additional action is necessary at this time. Smiths considers this MDR closed with this report.